Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 344 mg/dl and was not sure what was causing blood glucose to stay high. Customer was treating with insulin pump. Customer checked into the hospital to assure that nothing was wrong with his health on (B)(6)2017. It was determined that customer had a cold. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed for high blood glucose and insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.